Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated procedure, low, out of range high voltage lead impedance was observed. The lead was capped and replaced on (B)(6) 2016 due to fracture.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.